Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. The patient had been having problems with the pain pump for the past 6 to 8 months. The date 2020-(B)(6) is considered an approximate date of event (specific year known only. It was further noted that the pump was not working on the patient¿s upper and lower spine like it used too and their pain number was back up to a 6 to 7 pain level when it used to be a 2. The patient was going to be having a clinical spinal surgery for their cervical spine on 2021-(B)(6) and may need 2 to 3 more surgeries, where they may need to take the pump out. The pump was currently administering dilaudid of an unknown concentration at a daily dose rate believed to be ¿1.4¿.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a device manufacture representative (rep) and healthcare provider indicated that the patient was admitted to the hospital on friday with chronic pain. It was stated by the patient that their pump was not working as it was helping with their chronic pain. The rep was requested to check the device status.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 5 mg/ml of hydromorphone at 0.993 mg/day via an implantable pump for spinal pain. It was reported the patient came to the hospital on (B)(6) 2019 with symptoms related to the pump not functioning. The hospital believed there was an issue with the pump. The managing doctor was out of town. The hcp was redirected to the national answering service to page a manufacturing representative (rep). The event date was provided as (B)(6) 2019. No further complications were reported or anticipated.